Event description:
It was reported that the blood transfusion (packed red blood cell 300ml, rate started at 125ml/hr then increased to 150ml/hr after 2 hours) took over five hours to complete, started at 0949 and stopped at 1400. The transfusion was expected be completed in three and a half hours. There was patient involvement but no harm. The blood transfusion was stooped and the remaining blood product was wasted (approximately 75ml). No further transfusion needed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.